Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an infected pocket. A system revision took place and this ICD was removed. The competitor leads were surgically abandoned and will be removed by a different physician at a different hospital. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.